Event description:
It was reported that tandem mobi pump battery did not charge even though customer used tandem charging pad, cable, and wall adapter with correct alignment. There was no reported impact to the customer¿s blood glucose level. Customer followed technical support instructions to try charging pump for extended time and to use different charging cable, but issue persisted, so technical support sent replacement charging supplies by two-day shipping, and customer later reported that replacement supplies resolved issue and case was closed.